Manufacturer narrative:
(B)(4). Exemption number e1999001. 3 devices evaluated. Patient codes: 2692 device codes: 2976, 2984 result codes: 213, 3243, 110 conclusion codes: 67, 61, 23. Of the 3 events being reported, 1 event was determined to be the result of misapplication by the user, 1 event had no device failure, and 1 event was determined to be the result of a component error. If information is provided in the future, a supplemental report will be issued.

Event description:
This report summarizes 3 malfunction events reported between april 1, 2018 and june 30, 2018. 1 event associated with an undesired material change in shape or property caused by external forces. 1 event associated with device mechanical functioning of machinery, moving parts or tools of the device being changed or modified. 1 event associated with any unintended sound which emanates from a device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.